Event description:
Upon opening the anora, natera, single nucleotide polymorphism (snp) microassay chromosome analysis collection kit in the operating room, it was discovered that the specimen container did not contain any solution. A subsequent kit was opened to acquire the needed solution. The involved test kit was utilized on friday (B)(6) 2018 and subsequently mailed for processing. Add'l info available from the (B)(4).